Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding and a direct correlation between the device could not be determined as the pump was not returned for evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced pump migration issue and subsequent heart transplant is reported under medwatch MFR #2916596-2016-00316. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was readmitted on (B)(6) 2016 due to gastrointestinal (gi) bleeding and low hemoglobin levels. The site of the gi bleeding was not identified. Due to epistaxis and gi bleeding, the patient could not be placed on warfarin. The patient subsequently underwent a heart transplant on (B)(6) 2016 due to a pump migration issue. No further information was provided.